Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to a failure of the backlight in the display. There was no harm or injury reported. The device has been evaluated by a third party field service engineer, however, the investigation is yet to be completed. A follow up report will be submitted when the third party field service engineer investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to a failure of the backlight in the display. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customers complaint was confirmed. The device's display board needs replaced to address the issue.